Event description:
Procedure type: hemicolectomy. According to the reporter: the tip was not connected to the device, therefore could not dissect the tissue during the procedure.

Manufacturer narrative:
(B)(4).